Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. The insulin pump received with missing end cap sticker.

Event description:
The customer reported having high blood glucose of 550mg/dl. The caller stated that the insulin pump was stuck on the prime loop mode. The caller also stated that the drive support cap was sticking out, and her husband pushed back into the device. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.